Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting that they had been having to catheterize every 2-3 days, once or twice during those days. Patient did mention prior to the device, they were catheterizing every day, and then was told by the healthcare professional (hcp) that if the device is removed, they would have to cath every 4-6 hours. Patient is happy with the device and doesn't want to live without it. They stated that their hcp told them the device would not be perfect but she had over 35-50 increase in urination without a catheter. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient mentioned that currently, they had retention really bad and they had to use the catheter for a day or two, patient had to cath throughout the night and yesterday. It was reviewed that representative could help patient make adjustments/check settings, patient didn't want to mess with anything and would let hcp know. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.